Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 2 (cat# 02-020-11-0220), truliant tib fit tray cem sz 2f / 2t (cat# 02-022-45-2020), advanced patella 29m 3 peg implant (cat# 200-07-29), holding pin mini sharp point 4 pk (cat# 201-78-15). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study; approximately two years post initial left tka, the 89 y/o female patient had pain in left knee. The event was resolved as patient had joint effusion and cortisone injection.

Manufacturer narrative:
As reported by the exactech truliant knee clinical study; approximately two years post initial left tka for osteoarthritis, the (B)(6) had pain in left knee. The event was resolved as patient had joint effusion and cortisone injection. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.